Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Analysis is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. Since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. If the balloon experiences mechanical damage at some point during the procedure, this can cause the material to weaken and rupture during an attempt to inflate the catheter. No patient anatomical information was provided, which may have aided the investigation. In this case, return of the mini trek may have ultimately aided in determining a cause for the experienced rupture. The reported patient effect of embolism, as listed in the product instructions for use (IFU), is a known potential adverse event associated with coronary angioplasty procedures and is not necessarily an indication of a product quality deficiency. In this instance, based on the limited information received with this complaint and without the product to examine, a definitive cause for the reported rupture cannot be determined. Furthermore, a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity.

Event description:
It was reported that the balloon ruptured during use, and the patient experienced an air embolus. No treatment was reported. The patient has recovered from the event. No additional information was provided.